Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on pmcf review map 946 healicoil anchor, 1 patient reported that during the shoulder procedure where a healicoil anchor was used, while repairing the supraspinatus, an anchor pulled out of their medial articular margin. This was attributed to having ¿very soft bone¿ in this area. The anchor was removed and the medial articular margin was bypassed and another healicoil anchor was placed further lateral and anterior, which showed excellent re-approximation of the rotator cuff back to the footprint. 2 months after the surgery, patient reports that they have had difficulty making progress in therapy due to muscle spasms. Flexeril was prescribed for the muscle spasms. 3 months after the surgery, patient complains of slow progress and stiffness in their shoulder. A course of decadron and diclofenac were prescribed for their stiffness. Patient reported that the decadron did help during a visit 4 months following their surgery, but decided to try a cortisone injection 5 months after their surgery. This alleviated their symptoms and they have required no further follow-ups. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.